Manufacturer narrative:
Event description: an event was reported where 4 mib plates were removed due to "hardware irritation". This event was initially collected through trilliant's annual customer feedback survey and specific case details have not been received at this time for any event. This ccr is being closed and four (4) MDR's are being submitted on or before 01/08/2020 in accordance with timeliness and applicable reporting requirements in current versions of sop (B)(4), FDA medical device reporting, and sop (B)(4), customer complaint reports. This is report 3 of 4. The below sections will be considered, and if more information becomes available this investigation will be supplemented. Review of surgical technique: a review of the surgical technique cannot be completed at this time. DHR review: the lot numbers for the mib plates cannot be accurately determined at this time as this surgeon regularly operates at different facilities with different mib system trays and very limited information is available at this time. If and when additional details become available, a DHR review will be completed if lot numbers become known. Visual / dimensional inspection: parts have not been returned at this time and a visual or dimensional inspection cannot be completed. Simulated use testing: due to the nature of the complaint, it is unlikely that simulated use testing can be completed for this event. Evaluation of similar complaints: one other event, ccr (B)(4), reported that a tiger cannulated screw had backed out of a surgical site from an mib case, but no case details or indication that a removal of hardware occurred was provided. The root cause of ccr (B)(4) was unknown and was reported to trilliant on (B)(6) 2019. No additional complaints have been received from this surgeon at this time. Summary / root cause analysis: the root cause of these four (4) reported mib hardware removals remains unknown at this time.

Event description:
Senior marketing manager (B)(6) received feedback from dr. (B)(6) on 12/09/2019 at the closure of trilliant's 2019 products and services survey. When prompted to provide more details if "poor" or "fair" was selected for any of trilliant's product offerings dr. (B)(6), on (B)(6) 2019 wrote the following comment regarding trilliant's minimally invasive bunion system: "had to remove 4 out 5 mib plates that I placed. Unacceptable rate of hardware irritation." To gain further clarification trilliant sales representative (B)(6) was reached out to by sales support. (B)(6) originally had a previous complaint from dr. (B)(6) in regards trilliant's minimally invasive bunion plating system from a conversation at (B)(6) podiatry conference (reference ccr (B)(4).)however, the nature of the survey feedback and the complaint seem independent. (B)(6), trilliant sales support representative, followed up with dr. (B)(6) and requested information for all 4 of the removals. As of 01/07/2020, information has not been received for any of the four reported removals. This MDR represents report 3 of 4 associated with ccr (B)(4). Further follow up will occur about ancillary details about original implantation date and explantation date for each of the four patients with (B)(6) and dr. (B)(6). This MDR is being submitted on 01/07/2020 to document the awareness of an event within applicable regulatory timeframes. Follow up MDR's will be submitted within applicable timelines if and when additional information becomes available.